Manufacturer narrative:
(B)(4). Guide wire: sion blue; guide cath: heartrail 6f sl3.5; stent: nobori 2.5x18mm, 2.5x28mm, xience v 2.5x38mm. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem)analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Sem analysis was performed and the results suggest that the balloon failure may be attributed to mechanical damage to the outer surface. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat the mid and proximal left anterior descending artery with 90% stenosis. After pre-dilatation with a non-abbott balloon catheter and implanting two non-abbott stents, a 2.5 x 15 mm voyager nc balloon catheter was being used for post-dilatation when the balloon ruptured on the first inflation at 5 atmospheres. The voyager was changed for a non-abbott balloon catheter to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.